Event description:
As reported, during a procedure involving a patent ductus arteriosus (pda) via femoral access, a safe-t-j amplatz extra-stiff support wire guide ¿fractured¿ while introducing the wire through an unspecified long sheath. The user altered the wire from its original condition prior to use, and resistance was encountered upon insertion of the wire. The anatomy was not stenosed, tortuous, calcified, or scarred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and evaluation of the device, the safety wire and mandril protruded from unraveled coils. The wire was not separated.

Manufacturer narrative:
E1: facility name =(B)(6). H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving a patent ductus arteriosus (pda) via femoral access, a safe-t-j amplatz extra-stiff support wire guide ¿fractured¿ while introducing the wire through an unspecified long sheath. The user altered the wire from its original condition prior to use, and resistance was encountered upon insertion of the wire. The anatomy was not stenosed, tortuous, calcified, or scarred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and evaluation of the device, the safety wire and mandril protruded from unraveled coils. The wire was not separated. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The coils were elongated, from the solder joint to approximately 19.5-centimeters from the apex of the curve. The safety wire and mandril were exposed and exiting from elongated coils. The wire was bent at 112.5-centimeters and 131.8-centimeters from the proximal end. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿altering the tip¿s configuration or curve manually may damage the wire guide.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event, as the user altered the wire from its original condition prior to use, and resistance was encountered upon insertion of the wire. The IFU warns ¿altering the tip¿s configuration or curve manually may damage the wire guide.¿ the risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.